Event description:
The account alleged that they are having an issue with the head down function being intermittent. He is able to lower it a little but then it will stop.

Manufacturer narrative:
The account replaced the control box to repair the bed.